Event description:
It was reported that the device was not powering on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to unresponsive keys. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the keypad-unresponsive key. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 09apr2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was not powering on. There was no patient involvement.

Event description:
It was reported that the device was not powering on. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.